Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (part number stk-gl-blu/ serial number (B)(4) /lot number 5131280), being used with the complaint transmitter device, was returned on 04/21/2015. The returned complaint receiver was visually inspected and no defect was found. A review of the downloaded errors report found hardware errors. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a hardware component failure. The dexcom g4® platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.

Manufacturer narrative:
(B)(4). The complaint device was not returned however the receiver was returned and currently under evaluation. Also, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of intermittent out of range. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.